Event description:
Pt alleges her implants leaked. Physician's notes show pt had developed capsule contracture and underwent closed capsulotomies 3 or 4 times and she could not take the discomfort. Pt had mastodynia in the breast due to tight capsules which gave the pt some pain.